Manufacturer narrative:
The technician replaced three worn casters that were making a grinding noise to repair the bed.

Event description:
Info received indicates the casters are not locking into brake.